Event description:
The MFR received info alleging a ventilator's remote alarm connector was loose. The device was not in pt use. The device has yet to be evaluated. A follow up report will be filed when the MFR's investigation is complete.